Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) has recorded 11 episodes of oversensing, one of which resulted in an inappropriate shock. Inhibition of pacing was noted. The noise could not be reproduced.